Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-may-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The display was found to be blank. Due to the blank display, further testing was unable to be performed. The complaint of a power issue was not duplicated during investigation, however, damage to the battery compartment was confirmed. The pump was opened and, unrelated to the power issue, the electronically erasable programmable read-only memory component was found to be damaged. A failure with the pump¿s read-only memory was determined to be the cause of the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked and the pump lost power. The reporter denied damage to the battery cap and stated the battery cap had never been replaced on this pump. The reporter confirmed the yellow o-ring on the battery cap was visible while on the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.